Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and replaced the power supply. The device operated within the manufacturing specifications. Covidien reference: (B)(4).

Event description:
Covidien received information stating that the 840 ventilator had loss of communication errors. The malfunction did not occur during patient use.

Manufacturer narrative:
Unique identifier (UDI) number added. Correction to section contact information. . Device evaluation summary: the (B)(4) power supply was returned for failure investigation. An external visual inspection of the returned part was conducted and no anomalies were observed. The part was attached to the failure investigation test ventilator for analysis and the ventilatort was powered up. The ventilator circuit breaker tripped immediately. However, the unit did power up from the bps (backup battery supply). The fault was isolated to field effect transistors (fet) q1 and q2 open circuit, resistor r15 and r18 open circuit, thermistor rt1 thermally damaged and short circuit, and related defective components that process ac mains input power on printed circuit board assembly.if information is provided in the future, a supplemental report will be issued.